Event description:
Stent was implanted in 2003. Pt developed hives all over with itching two days after. Pt saw their doctor who prescribed antihistamines and cortisone cream but the rash kept recurring.